Event description:
It was reported that the cartridge was leaking from the cartridge septum. The customer's blood glucose (bg) level was 33.3 mmol/l. A correction bolus via the pump was administered to resolve the bg. Customer loaded a new cartridge to address the issue.